Event description:
The account stated, the siderail is broken. Siderail is not latching.

Manufacturer narrative:
The technician found a sheet or blanket might have wedged between the siderail latch and the siderail latch cover, bending it and causing the siderail latch to grab the cover, preventing the siderail from latching. The technician straightened the siderail latch cover to repair the bed.